Event description:
Atherectomy of the right peroneal artery using the sx silverhawk was performed. Two runs were made and plaque was excised/retrieved. Angiogram showed a small perforation at or near mile marker 71. Therefore, a 2.5 x 40 mm balloon was used with prolonged inflations; patient's perforation was improved. Digital subtraction angiography and standard angiography showed that the perforation was improved and/or sealed.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.